Event description:
It was reported that plate mueller hinton ii agar 150mm 24 ea) mold/ fungus on surface of a plate. The following information was provided by the initial reporter: pollute mold/fungal on the surface of plate.

Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: material #: [251800]. Lot/batch #: [2340270]. Bd received photos for investigation. The photos were evaluated by visual examination and the indicated failure mode for contamination with the incident lot was observed. Retention samples were examined and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode based on photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that plate mueller hinton ii agar 150mm 24 ea) mold/ fungus on surface of a plate. The following information was provided by the initial reporter: pollute mold/fungal on the surface of plate.